Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 140 mg/dl. Troubleshooting for the critical pump error alarm was performed. Customer received the critical pump error image on the display screen. Customer advised the insulin pump was exposed to moisture and had a blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partial white display due to severe corrosion on electronic assemblies. Unable to verify blank display and critical pump error alarms due to display anomaly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to display anomaly. Device received with corroded force sensor assembly and moisture damage on motor assembly. Device received with cracked battery tube threads.